Event description:
The customer reported high blood glucose. Customer stated that when she was at her doctor's office her blood glucose was 466 mg/dl. Customer was concerned that her supplied might be the cause of her high blood glucose. Troubleshooting was done. Customer's blood glucose was 479 mg/dl. It was found that customer does not have tubing clamp. Customer checked blood glucose and went down to 451 mg/dl and then 432 mg/dl, customer had set changed. The customer will report back and performed high pressure test and test passed. Last customer's blood glucose was 293 mg/dl. Advised the customer how deliver the remainder of a bolus if she exceeded maximum bolus. Customer mentioned past events bent cannula and sire irritation and found no delivery alarm. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).